Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. At the start of insertion of the fiber into the patient, the treating physician noted the fiber was cracked. The fiber had not been inserted into the patient at that time. The device was set aside and the procedure was successfully completed with a new of the same device. There was no harm or injury to the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 45cm nevertouch fiber. A visual review of the fiber notes a fracture, 1.5cm below the fitting. The customer's reported complaint description of a broken fiber is confirmed. A definitive root cause for the reported complaint description cannot be determined, although it does not appear to be manufacturing related. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).